Event description:
It was reported that the foot cover had a sharp edge due to being caught on a bent lift header screw. It was additionally reported that the hi/low power cable had exposed wires due to being severed by the bent foot cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the cover plate at the foot end under the gatch litter was catching on the support header for the foot end lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the cover plate at the foot end under the gatch litter was catching on the support header for the foot end lift motor. Follow-up submitted with evaluation results which determined the foot cover had a sharp edge due to being caught on a bent lift header screw. It was additionally reported that the hi/low power cable had exposed wires due to being severed by the bent foot cover. Customer sent parts to do repairs.